Manufacturer narrative:
(B)(4). D10: 00598003702, stemmed tibial component precoat size 4 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten, lot 66108515. G2: the event occurred in china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the liner would not assemble to the mating tibial tray. There was a five minute delay, and surgery was able to be completed with a second device. There was no harm or impact to the patient. Attempts for additional information have been made and none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, h2, h3, h6. The reported event could not be confirmed. The reported products were reviewed for compatibility with no issues noted. Visual examination of the returned product identified the device exhibits signs of use/insertion attempt/s (gouges) around the locking feature. No signs of dovetail compression were noticed on the returned device. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.